Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Particles in valve: not observed. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported "particles in valve". This record is for the left side. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced. Healthcare professional reported "particles in valve".